Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the defects around the distal end was due to physical stress such as dropping / knocking. Gap of adhesive on the distal end / stain entered inside the lens through the gap. The event can be detected/prevented by following the instructions for use which state: ¿caution ¿ do not touch the electrical contacts inside the videoscope cable connector. Ccd damage may result. ¿ do not apply shock to the distal end of the insertion section, particularly the ultrasound transducer and the objective lens surface at the distal end. Visual abnormalities may result. ¿ do not hold the ultrasonic transducer when holding the insertion tube. The ultrasonic transducer damage can result and/or the ultrasonic image will be abnormal. ¿ do not twist or bend the bending section with your hands. Equipment damage may result. ¿ do not squeeze the bending section forcefully. The covering of the bending section may stretch or break and cause water leaks.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found lifted and missing glue on the base plate of the forceps elevator, play in the control knobs, a shadow on the echo line, tears on the pink rubber of the probe unit, an exposed core, missing glue on the probe, scratches on the forceps cover, and cracked glue on the bending section cover. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the evis exera ii ultrasound gastrovideoscope had a defect around the plastic distal end or forceps elevator. The issue was found during preparation for use inspection. There were no reports of patient or user harm associated with this event.